Event description:
Additional information was received indicating that a misload due to crown overlap was identified during valve inspection.

Manufacturer narrative:
Image review: two media files were provided for review of the event. The patient¿s executive summary was provided for anatomical review. The patient appeared to have a mildly calcified tri-leaflet aortic valve, with an annulus perimeter measuring 76.9mm and a perimeter derived diameter of 24.5mm, suggesting a 29mm evolut. Fluoroscopioc valve load inspection was performed and a misload appeared to be present by overlap to node 4 and there was evidence of bent outflow crowns. It was reported that an attempt to implant the valve resulted in an infold. Images of the infold were not provided for review. Corrected: b5 updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon the first deployment attempt, an infold was observed. Subsequently, the system was withdrawn from the patient and a new valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.